Event description:
Patient underwent da vinci robotic laparoscopic retropubic radical prostatectomy surgery. During the procedure the accessory tip cover developed a hole. The tip was immediately removed off the surgical field. The patient suffered no apparent injury.